Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported patient with stage one diffuse lamellar keratitis one day following lasik treatment of the left eye. The topical steroids were increased. Upon additional follow up, the patients symptoms resolved one week following onset and the topical medications were completed. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.